Event description:
Notified by fmc canada(#0908) of this complaint. Stated complaint is "large blood leak noted as blood entered dialyzer." New, dry pack dialyzer in use. Another new dialyzer was setup for use after leak found. Hemodialysis continued without further incident. Blood loss reported as 200cc due to the circuit discard of blood. There were no reported adverse effects to the pt. The complaint sample was inspected at the vancouver reprocessing center. According to fmc canada "found potting compound pulled away from jacket." Dialyzer was discarded due to gross contamination. MDR filed due to blood loss.